Manufacturer narrative:
This MDR is being submitted to correct the incorrect manufacturing site and related fields that were previously submitted under MFR # 3005445717-2020-00010. Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. The customer's device was not returned to physio-control for evaluation. A clinical review of the reported patient event was performed and concluded the following: from the information provided it can not be understood what the reason was to perform a bilateral pleural decompression. Without that information a determination cannot be made if the device use caused any adverse event to the patient. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that a patient required bilateral pleural decompression post-arrest. There was no report of a device malfunction during use, however the customer had concerns of the CPR device set too deep.